Event description:
The following was reported: "after 15-30 minutes of work the image becomes defective and sometimes disappears." No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information: the device was not returned to the manufacturer for inspection due to local restrictions. Therefore, no technical inspection could be carried out and the error description provided by the customer, "after 15-30 minutes of work the image becomes defective and sometimes disappears", could not be confirmed. However, according to the return shipment form, the russian colleagues did investigate the product and have attributed the cause to a random electronic defect of a component of the control board. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).